Event description:
It was reported that the catheter was removed due to a break, tear or hole. The catheter was replaced. No injury was reported and the pt recovered without sequela. A follow-up report will be sent if more info becomes available to us.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.